Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Pt booked for revision surgery, t3-pelvis, query infection, query non union. The original surgery was (B)(6) 2014 - t10-pelvis. On (B)(6) 2015 - due to adjacent segment and poor bone quality, the construct was extended t3-pelvis. Once surgery commenced, the surgeon stated that there did not appear to be an infection, the patient has oesteoporosis and existing arthrodesis of her r) knee. The construct on the r) had loosened. All expedium poly screws, si set screws, rods, connectors and rods were removed and then relaced with new implants. Photos of x-rays and MRI's are available. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.